Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 535cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old african american female patient underwent a breast augmentation primary with a mentor memorygel breast implants 590cc (r) and 535cc (l) and experienced bilateral device migration and capsular contracture baker grade iii on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022. This report is for the left breast prosthesis.